Event description:
Procedure performed: laparoscopy for endometriosis cyst. Event description: the trocar was placed correctly and worked without problems through the surgery for about 2 hours, then the cyst was extracted and the trocar with sample was removed, then the trocar with its cannula was reinserted to do the final check and when removing the trocar, they see that the tip was broken and they begin to look for the fragments. In total 3 parts were lost inside the abdominal cavity. Two were obtained via laparoscopy but the last one could not be found. An attempt was made to locate it via x-ray and it could not be seen, so they decide to do a laparotomy to look for it manually. It is located and the surgery is finished. Conventional laparoscopic surgery, using standard equipment and devices between 5 and 10mm. No metal retractors were used, nor were excessive or unusual leverage maneuvers performed. Clinical impact - yes, the patient had to be reconverted to a laparotomy. Intervention: the surgeon had to open the patient to find the last trocars fragment. Patient status: patient is under a good generals conditions.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two (2) clear fragments. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragments were identified to be part of the cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fractured was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip as a result of the difficulty experienced during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. A historical trend analysis and review of production records was performed and no relevant documentation was identified.

Event description:
Procedure performed: laparoscopy for endometriosis cyst. Event description: the trocar was placed correctly and worked without problems through the surgery for about 2 hours, then the cyst was extracted and the trocar with sample was removed, then the trocar with its cannula was reinserted to do the final check and when removing the trocar they see that the tip was broken and they begin to look for the fragments. In total 3 parts were lost inside the abdominal cavity. Two were obtained via laparoscopy but the last one could not be found. An attempt was made to locate it via x-ray and it could not be seen, so they decide to do a laparotomy to look for it manually. It is located and the surgery is finished. Conventional laparoscopic surgery, using standard equipment and devices between 5 and 10mm. No metal retractors were used, nor were excessive or unusual leverage maneuvers performed. Clinical impact - yes, the patient had to be reconverted to a laparotomy. Intervention: the surgeon had to open the patient to find the last trocars fragment. Patient status: patient is under a good generals conditions.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.